Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set tubing detachment on (B)(4) 2025 due to which there was rise in the blood glucose level. The insertion site was right side of the abdomen. No further information available.